Event description:
Gyrusacmi was informed on (B)(6) 2013 that during a procedure the tip broke away from the jaw mechanism but remained intact with the instrument. The incident occurred intra-abdominally. Minimal delay to open a new device to complete the procedure. No pt injury reported.

Manufacturer narrative:
At the time of this report, multiple attempts to obtain further info from the hospital have been unsuccessful, and the device has not yet been returned for evaluation. As a result, a determination cannot be made at this time. If further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly.